Event description:
Senseonics was made aware of an incident where the patient developed infection at the insertion site about 10 days after the sensor implantation. The patient had slight hardening of the site with pus oozing out o the site. The patient visited the doctor who disinfected the wound. No medication was prescribed and the patient was advised to not wear the transmitter until the site completely heals.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient was provided necessary treatment for disinfection of the wound by the doctor. No further follow up with the patient or the doctor was possible due to lack of response.